Manufacturer narrative:
Correction: d1, d4: model # . Additional information: d4 lot/expiration/UDI #, g4, h3, h4, h6, h11 h4: the lot was manufactured between june 15, 2023 - june 16, 2023. H11: the actual devices were not available; however, a video of a sample was provided for evaluation. Visual inspection of the video was performed which identified a tiny speck of white foreign matter was observed floating in the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 2000 ml eva tpn bags contained "dust", this was observed during setup. There was no patient involvement. No additional information is available.